Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. Noise and electromagnetic interference were observed on electrograms (egm) from the cardiac resynchronization therapy defibrillator (crt-d). The crt-d and the ra lead remain in use. No patient complications have been reported as a result of this event.